Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a cystoscopy the medical staff identified this cuff eroded into patient's urethra. A surgical procedure was performed in which the cuff was removed and an urethroplasty took place. In addition, tubing plugs for the reservoir and pump were added in order for both components to remain implanted. It was indicated that the erosion was caused because the cuff was too small. There were no further patient complications reported.

Event description:
It was reported that during a cystoscopy the medical staff identified this cuff eroded into patient's urethra. A surgical procedure was performed in which the cuff was removed and an urethraplasty took place. In addition, tubing plugs for the reservoir and pump were added in order for both components to remain implanted. It was indicated that the erosion was caused because the cuff was too small. Six months later, a reimplant surgery for a new cuff was performed. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.